Event description:
It was reported that this patient subcutaneous implantable cardiac defibrillator (s-ICD) recently received a single inappropriate shock for supraventricular tachycardia (svt) in the alternate sensing vector. Boston scientific technical services (ts) was contacted and provided programming options for the rhythmid template. The patient was subsequently evaluated in-clinic where the device was reprogrammed to the primary sensing vector to resolve the event. At this time, the s-ICD remains implanted and in-service. No additional adverse patient effects were reported.